Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: visual inspection under magnification was performed and viscoelastic residue was observed on the lens'' optic body and haptics. Additionally, the lens was observed to be cut in half, which is consistent with a lens that was handled during explant. The lens was cleaned and no cosmetic defects related to the haptics were observed. The complaint issue could not be verified, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optic or haptic of the intraocular lens (iol) did not feel smooth. The iol was cut out, removed during the same procedure from the patient's right eye. The surgery was completed using a non-johnson & johnson replacement lens. A vitrectomy was required, however, there was no patient injury and no additional intervention required. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).